Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, it was discovered that the unit was not functioning properly (no producing an image) due to a faulty cable. Additionally, the rear cover was found faded. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer returned her olympus 4k autoclavable camera head with an unspecified issue. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the unit had faulty cabling, causing no image to appear. This report is being submitted to capture the lack of image found during the device evaluation due to the faulty cable.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty cable. The specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.